Manufacturer narrative:
Additional info: lesion details: very tight lesion in the marginal branch of the cx artery. A 6 fr guiding catheter was used with the device. The device could not cross the lesion. It is reported that during removal of the device, resistance was encountered at shaft level. After removal of the delivery system from the patient, the physician noticed that stent dislodgement had occurred. The dislodged stent remained in the guiding catheter and was removed from the body together with the guiding catheter. Product analysis: the stent returned dislodged from the delivery system. The stent was severely deformed. Analysis of the delivery system showed crimp impressions along the balloon working length. The distal tip of the device was deformed.

Event description:
It was intended to use a resolute onyx drug eluting stent to treat a lesion. The patient was hospitalized due to symptoms of ischemic cardiopathy and positive stress test followed by ptca which showed a presence of coronary stenosis. The device was removed from packaging per IFU with no issues noted. It is reported that stent dislodgement occurred during delivery to the lesion, and that the damaged stent is available at the hospital pharmacy. No complication was observed. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).